Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that a right ventricular (rv) lead alert was triggered for abnormal impedance. A lead fracture was suspected due to aging degradation. The lead was initially reprogrammed and later explanted. During the explant procedure, the lead was cut. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.